Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient's right ventricular (rv) lead macro dislodged. Re-positioning was attempted, however there were handling issues and the lead was explanted and replaced. No patient complications have been reported as a result of this event.